Event description:
Medtronic received information that over five months post implant of this transcatheter bioprosthetic valve, a minor stent fracture (type 1) was noted. It was reported that no intervention has been required and the valve remains implanted with no adverse patient effects.

Manufacturer narrative:
Additional information was received that 3 years and 5 months post implant, a second transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to worsening stent fracture of the initially implanted tpbv and recurrent stenosis. No adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Additional information was received that at 5 year follow up, radiography revealed four fractures on lateral view of the valve. It was not able to be determined if any of the fractures were from the more recently implanted valve or the original valve. All were reported to be type I fractures. No intervention was performed and no adverse patient effects were reported. Weight and UDI added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Additional information was received that 3 years post-implant, a chest x-ray revealed two additional stent fractures. No treatment was provided and the device remains implanted. No adverse patient effects were reported. Conclusion: prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause to the stent fractures is not determined.